Manufacturer narrative:
Country of origin (B)(6). The occupation is lay user/patient.

Event description:
The patient complained of discrepant inr results on coaguchek xs kit meter serial number (B)(4) when compared to a laboratory result using an unknown method. The patient's meter result was 5.0 inr and the laboratory result was 2.44 inr. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. Retention test strips (294151) were tested in comparison to master lot #286321-80 on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no.